Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Customer gave a manual injection to address bg level. Reportedly, the customer reverted to an alternate method in insulin therapy.